Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(4).

Event description:
The customer reports the following architect assay results generated on an architect i2000sr analyzer (sn (B)(4)) in their lab for one donor sample: (B)(6). The customer recentrifuged the sample and retested with the following results: (B)(6). The sample was then test on another architect i2000sr analyzer in the lab with the following results: (B)(6). A few days later, the sample was tested at another lab with architect hbsag qual ii assay lot 57534lh00: (B)(6)0 no suspect results were reported from the lab with no reported patient impact.

Manufacturer narrative:
Analytical sensitivity was evaluated using an in-house retained kit of reagent lot 55059li00. All specifications were met indicating acceptable performance lot. Clinical sensitivity was also evaluated with an in-house retained kit of this same lot against two commercially available seroconversion panels. All specification were met. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect anti hbc ii package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.